Manufacturer narrative:
No prime/fill anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error was present in the pump trace download, problem isolated to electronic board stack. Pump error 54 was present in the pump trace download due to software error (esf3010978). (B)(4).

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.